Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited high capture thresholds and high pacing impedance. The rv lead was not used and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of high capture threshold and high pacing lead impedance were not confirmed. Final analysis found that as received a complete lead was returned in one piece. Visual, x-ray and electrical examination did not find any anomalies.